Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records were provided and were reviewed by medical director. Based on review of the report, it appears there was no device problem. Review of lot records, work orders and prior reports no issues were noted. Based upon the investigation findings, the root cause could not be conclusively determined based upon available information. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately 13 months post-implant of a bifurcated device, suprarenal aortic extension, and two limb extensions a type iii endoleak was identified between the suprarenal aortic extension and the bifurcated device. The patient was treated with an additional infrarenal aortic extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.